Event description:
It was reported that the right atrial (ra) lead exhibited oversensing noise, reproducible with isometrics and pocket manipulation. The ra lead sensitivity was increased. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.